Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide catheter: launcher. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a moderately calcified, moderately tortuous, 99% stenosed left anterior descending coronary artery intervention, resistance was noted during advancement of the 2.5 x 12 mm nc trek balloon dilatation catheter. During lesion pre-dilatation, the balloon ruptured during the first inflation at 9 atmospheres (atm). Another 2.5 x 12 mm nc trek was used to finish dilating the lesion and a xience xpedition stent was implanted, successfully completing the procedure. There was no adverse patient effect or a clinically significant delay reported. There was no additional information provided.